Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, primary UDI number, of the initial medwatch report stated: (B)(4). Section d4, primary UDI number, of the initial medwatch report should have stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report should have stated: blank.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) could not be confirmed or reproduced. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.